Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an rx dilatation balloon was being used to dilatate a bile duct on (B)(6), 2010 involving an adult patient (patient exact age, weight, gender, and identifier are unknown.) According to the complaint, during the procedure the balloon ruptured after being inflated to 3atm while within the implanted stent. The procedure was completed with a maxforce dilatation balloon with no patient complications. The patient's condition as been described as good.

Manufacturer narrative:
The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): disposed.